Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Lot number - requested but not provided. Expiration date - requested but not provided. UDI - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but not provided. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings.

Event description:
The user facility reported that the end failed to deploy so when it was pulled out the whole thing came out instead of the footplate staying in. The following information was provided by the user facility: device was split open to determine whether collagen plug was inside the artery, because we were concerned about distal embolus risk (though was still retained in the device). It was reported that the procedure was bilateral iliac stenting. Access site was common femoral artery (retrograde approach). Circumstances was closure of hole from 6f sheath in right groin. Nature of failure was footplate failed to deploy in artery. It was reported that no harm was caused to the patient. It was reported that the second device was used to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal vip device was received for product evaluation. No accessory components were returned with the device. The carrier tube assembly was properly mated with the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a split in the hemostatic sheath on the posterior side. A portion of the carrier tube assembly could be seen along with the anchor and collagen. The slit extended 1.27" from the distal tip of the hemostatic sheath as measured with a sliding gauge. Microscopic images of the slit show that the edges were smooth as though the sheath was exposed to a sharp edge. Functional testing was attempted by sliding the deployment sleeve into the forward lock position. This caused the carrier tube assembly with the anchor and collagen to be exposed at the distal tip of the hemostatic sheath. When the deployment sleeve was moved into the rear lock position, the anchor did not post. The anchor, collagen, and carrier tube assembly slid back into the hemostatic sheath enlarging the sheath. Based on the condition of the returned device, the complaint could be confirmed for pullout as the anchor and collagen were contained within the hemostatic sheath. Per the event description, the user intentionally made the slit in the hemostatic sheath. This slit inhibited further testing to demonstrate the appropriate posting of the anchor to the distal tip of the hemostatic sheath. No conclusion can be drawn as to the cause of the reported device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.